Event description:
Information received by medtronic indicated that insulin pump retainer ring was cracked. Customer reported that the reservoir was not able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump. The device is expected to return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring ¿ clear . Customer returned pump for alleged insulin blocked alarm during unknown time and retainer ring damage found on (B)(6)2021. Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully, however, retainer ring damage was noted. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. No insulin flow block alarms noted in the pump history download. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, keypad overlay texture damage, cracked reservoir tube lip, cracked retainer, missing display window/cover and minor scratches on lcd window. In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. Pump passed full dry test. No unexpected insulin flow blocked alarms noted in pump history download. No anomalies noted on electronic/motor assemblies. Customers alleged cosmetic damage located at the retainer ring was confirmed by visual inspection where a cracked battery tube was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.